Event description:
Reporting status: serious injury/surgical intervention. Reporting rationale: dislodged stent requiring surgical intervention. Device issue: dislodged stent. It was reported that the pt had previously had bypass surgery. The physician went in through a native vessel, and while attempting to implant the 3.0 x 28 mm promus rx us in the left anterior descending (lad), the stent got caught on another stent, that had been deployed during the same procedure, and came off of the balloon. The stent was jailed 4 mm in the left main and the remaining 24 mm of the stent was hanging into the aorta. The dr tried to snare the stent. The stent was pulled and stretched, but it could not be removed. The next day, on 12/10/08, the pt was sent to surgery to have the stent retrieved. You are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as its own brand labelling of abbott vascular's drug eluting stent in the us.